Event description:
White paper overwrap on implant had adhered to drug implant when opened. Appeared to be leakage on paper and from implant when viewed under microscope by physician/surgeon. Returned the involved product to the MFR.